Event description:
Physician began laparoscopic procedure by placing scope into trocar. Physician noticed image was blurred. Removed scope from trocar and noticed lens at tip of scope missing. Unable to find lens in operative site, in operating room, or in cleaning room.